Manufacturer narrative:
Date received by manufacturer: 11oct2019. Date of this report: 14oct2019. The philips service engineer evaluated the ventilator and was unable to confirm the reported breath rate abnormality, but did confirm the reported touch panel issue. The touch panel was calibrated but the same phenomenon was confirmed therefore the touchscreen will be replaced.

Event description:
The customer reported a patient¿s condition changed and lost spontaneous respiration and passed away while on a v60 ventilator. Even under this condition, the respiratory rate was measured as 40. The medical engineer at the hospital found no device abnormalities during testing. The philips sales representative evaluated the ventilator and found an issue with the sensitivity of the touch panel. The customer does not believe the ventilator contributed to the patient's death.

Manufacturer narrative:
The philips service engineer checked the unit then no abnormality was confirmed on the reported measurement of respiratory rate. A functional test was performed then no abnormality was confirmed on the unit. The reported issue which indicated the sensitivity failure of the touch panel was confirmed. Even after the touch screen was calibrated, the phenomenon was not improved, so the touch screen was replaced. After that, confirmed the phenomenon was improved. Unit was checked overall, cleaned, run in tests and functionally tested. Software version was checked to 2.30. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 03 feb 2020. The touchscreen was returned to the manufacturer for failure investigation (fi). Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. An investigation was performed and the touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24sep2019.

Event description:
The customer reported a patient¿s condition changed and lost spontaneous respiration and passed away while on a v60 ventilator. Even under this condition, the respiratory rate was measured as 40. The medical engineer at the hospital found no device abnormalities during testing. The philips sales representative evaluated the ventilator and found an issue with the sensitivity of the touch panel. The customer does not believe the ventilator contributed to the patient's death.